Event description:
As reported by the user facility: event 1: incident description: new admission to micu with multidrug overdose. Pt quite acidotic and requiring d5w with 3 amps bicarb infusion @150cc/hr infusion started at 0230hrs, and constant alarming indicating air bubbles. Main nurse attempted many things to try to get rid of air bubbles: including changing pumps, frequent priming through the pump. End user than also tried by priming through the pump, opening pump and tapping out bubbles. Another rn also tried. After 40 mins, still pump alarming air bubbles. Finally end user tried changing the tubing from no ports to ported tubing, and very minimal alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.